Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer had blood glucose level of 300 mg/dl. Customer was alleging insulin pump for under delivering because customer's blood glucose level was not going down from 300 mg/dl. Customer stated that there was no air bubbles and leak. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.